Event description:
It was reported that no alert/notification occurred. On (B)(6) 2025, the patient lost consciousness. It was reported that the patient¿s dexcom mobile app did not alert him to his hypoglycemic state. The patient was wearing an omnipod insulin pump. The patient¿s wife called emergency medical services. Once ems arrived, the patient was treated with IV glucose. Once the patient regained consciousness, the patient was then given orange juice as treatment. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.